Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a no delivery alarm and low battery alert on the insulin pump. The customer's blood glucose level was 480 mg/dl. The customer said he is been having several no delivery alarms and said his battery is losing power more frequently with out warning and wants the insulin pump to be replaced. The customer was inform=ed that we will exchange the insulin pump but if issue continues we would need to troubleshoot since it may be other reasons for no delivery.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and scratched reservoir tube window.